Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical verify the unit issue. Technician performed full diagnostic, running the machine for 30 minute. Unable to shutoff duplicate error - technician replaced internal batteries & performed full pm on vela. Ran battery & diagnostic check & the unit passed per manufacture specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator shut off while on patient use. The heathcare facility removed the patient and put on another vent. The customer confirmed that there was no patient harm reported from this event.